Event description:
Medtronic received information from an article titled: transcatheter aortic valve (tav) replacement in bicuspid aortic valve (bav) disease. This is a retrospective study that collected baseline characteristics, procedural data, and clinical follow-up findings from 12 centers in europe and canada that had performed tav in bav. A total of 139 patients underwent tav in bav. Of those 139 patient¿s 91 patient¿s received a medtronic transcatheter bioprosthetic valve. Procedural information (intraoperative) and outcomes are noted in the list below for the medtronic valve patients: 7 patients encountered tav malposition, 1 patient encountered embolization, 4 patients required a second valve tav implant (valve-in-valve) for an unknown reason, 5 patients had tamponade, 1 patient was converted to surgical aortic valve replacement clinical outcomes (post-implant): 1 patient encountered major stroke, 1 patient encountered minor stroke, 16 patients encountered minor bleeds, 5 patients encountered major bleeds, 8 patients encountered life threatening bleeds, 2 patients had acute kidney injury, 19 patients had minor vascular complications, 5 patients had major vascular complications, 24 patients required new pacemakers post implant aortic regurgitation (grade 2) rates for the total 139 patient cohort was 28.4% which appears to be mitigated by tav sizing. The article states that treatment of bav disease with tav technology is considered an off-label indication. Surgically excised bicuspid valves typically demonstrate leaflet fusion and extensive nodular calcification. The histoarchitectural distribution of calcific deposits in bav leaflets is different from that of stenotic tricuspid valves. Extensive calcium deposition in the body of bav leaflets and asymmetrical nature of the bicuspid aortic root could impair tavr outcomes. Based on the available information received, there is no clear distinction or allegation on whether or not the valve or delivery catheter system (dcs) had malfunctioned or caused or contributed in the case of any of the reported adverse events reported in this article. It is also unclear what events occurred in europe and which events occurred in canada. The age of the patients is an average and the male gender is the most dominate. The date of event noted for this product event is the date of the journal publication. Citation: authors: darren mylotte, mb, md, thierry lefevre, md, lars søndergaard, md, yusuke watanabe, md, thomas modine, md, danny dvir, md, johan bosmans, md, didier tchetche, md, ran kornowski, md. Jan-malte sinning, nicolo piazza, md, phdy journal name: journal of american college of cardiology year: 2014 issue #: vol. 64, no 22; I ss n 0 7 35 - 1 0 9 7 title: transcatheter aortic valve replacement in bicuspid aortic valve disease literature reference #: jacc vol 64, no. 22 2014; dec. 9, 2330-9.

Manufacturer narrative:
Without device serial numbers, a review of device history records could not be performed. A conclusive cause for the clinical observations could not be determined from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic¿s databases were reviewed in an attempt to determine if these complaints had previously been reported to medtronic, or if the explanted devices had been returned for analysis, based on the limited information available; there were no indications that the complaint information had previously been provided to medtronic or that the explanted devices had been returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The gender and patient age is an average in the article. Based on the available information there is no individual patient information. (B)(4).